Event description:
This patient presented to the hospital with inappropriate shocks due to noise on the rv lead. The local rep. Was asked to make changes to the device setting. This lead was revised on (B)(6) 2014. All available information suggests this lead remains implanted.

Manufacturer narrative:
(B)(6) 2014 - per galaxy adverse event form, this lead was capped and replaced on (B)(6) 2014, along with the ICD and a new system was implanted. The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.